Event description:
It was reported that, a 980 ventilator had a blank screen. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) arrived at the customers site and was advised that the reported issue had been resolved. Covidien was not authorized to repair the device.